Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06307. It was reported that a fractured rotawire and un-retrieved device fragment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A rotawire¿ and 1.75mm rotalink¿ plus were selected for use. During procedure after the rotawire crossed the lesion, the rotalink¿ burr was advanced but failed to cross. The burr was removed and the rotawire was pulled in the proximal side so when the physician attempted to advance the rotawire to the peripheral, the tip migrated into the 2nd diagonal branch (d2) artery. Consequently, the rotawire was pulled out from the d2 to insert back in the lad; however, it was noted that 2cm of the radiopaque marker on the tip did not move under fluoroscopy. Finally when the device was removed from the patient's body, it was noticed that the rotawire was fractured. The device was replaced with another rotawire and was advanced toward the lad with a 1.50mm rotalink¿ burr and ablation was performed. The procedure was completed without retrieving the tip fragment in the d2. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A kinked body and the distal tip was stretched, kinked and fractured with the fracture starting at 329.5 cm from the proximal end. The outer diameters of the device was within specification however, the overall length of the device could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06307. It was reported that a fractured rotawire and un-retrieved device fragment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A rotawire¿ and 1.75mm rotalink¿ plus were selected for use. During procedure after the rotawire crossed the lesion, the rotalink¿ burr was advanced but failed to cross. The burr was removed and the rotawire was pulled in the proximal side so when the physician attempted to advance the rotawire to the peripheral, the tip migrated into the 2nd diagonal branch (d2) artery. Consequently, the rotawire was pulled out from the d2 to insert back in the lad; however, it was noted that 2cm of the radiopaque marker on the tip did not move under fluoroscopy. Finally when the device was removed from the patient's body, it was noticed that the rotawire was fractured. The device was replaced with another rotawire and was advanced toward the lad with a 1.50mm rotalink¿ burr and ablation was performed. The procedure was completed without retrieving the tip fragment in the d2. No further patient complications were reported.